Event description:
On 7/10/09, the sales rep reported the patient had developed a rash which started to blister and that the ipg system was explanted due to a potential allergic reaction. Samples of representative product materials were provided to the physician for use in topical skin patch testing. Follow-up with the allergist on 7/24/09 revealed the rash has cleared completely and that the patient was doing fine. The allergist stated the results of the allergy tests were nonreactive. Product was not returned to ans for evaluation.

Manufacturer narrative:
Evaluation codes: method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.